Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had filled with micro-bubbles. This only occurred when in use with vancomycin. This event occurred during infusion in conjunction with an infusion pump. The customer stated the lines were properly primed and appeared to be clear, prior to use. It was only after the pump had been running that the micro-bubbles began to appear. The customer re-primed the line, however, this did not remove the micro-bubbles. The customer stated that the bubbles appeared to be stuck to the tubing. There was patient involvement; however, there was no adverse event associated with the report. No additional information is available.